Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that there was a half inch air bubble in the reservoir. The customer stated that she was running out of insulin so she filled the reservoir with the last of the insulin from the vial. The customer's blood glucose reading was 211 mg/dl. Customer was assisted through troubleshooting and after said she would change out the entire set and start over. Customer did not complete troubleshooting. Nothing was replaced or returned.